Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the alinity c-series probe, which were determined to be the likely cause for the issue. The service history of the instrument was reviewed, and no subsequent issues have been reported following the replacement of the parts. Tracking and trending for the alinity c processing module did not identify any similar issues. Trending data and manufacturing documentation for the alinity c-series probe did not identify any trends or issues associated with the complaint issue. Historical quality metrics were reviewed, and no trend was identified for the customer's issue. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of product historical data and product monitoring review did not identify any trends or systemic issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency was identified for the alinity c processing module.section g3; date received by mfg was reported as 05/26/2021 during initial submission, correct date is 05/18/2021.

Manufacturer narrative:
Complete information for patient sid; (B)(6). All available patient information was included, no additional patient information was available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely decreased creatinine result when processing on the alinity c processing module. The customer provided following results for a female patient with the sid (B)(6), initial result was 0.67 mg/dl and retest were 6.03 mg/dl. Urea results were 15 mg/dl during initial testing. Normal range for creatinine 0.57 to 1.11 mg/dl. No impact to patient management was reported.